Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-17385; 2938836-2019-17386. It was reported that following the patient¿s death, the device was interrogated and revealed episodes of inappropriate auto-mode switch (ams) due to atrial lead noise. An electrogram (egm) revealed sensing of ventricular tachycardia (vt) and recorded by the device as high ventricular rate (hvr). Some undersensing was observed on the pacemaker. Loss of capture was observed on the atrial and ventricular leads. The cause of the patient¿s death was vt and there was not fault of the leads nor pacemaker.

Manufacturer narrative:
A partial lead with the connector pin measuring 9.6 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.